Event description:
Femoral vas cath inserted lt femoral artery for purpose of hemodialysis. A week later developed leaking at insertion site during dialysis treatment catheter changed with good results.